Event description:
Patient undergoing selective catheterization of the right internal carotid artery and right internal carotid arteriography and cerebral arteriography. Attempted temporary balloon occlusion with hyperform balloons of the internal carotid artery. Surgeon placed a 7mm hyperform balloon in the internal carotid artery proximal to the aneurysm. The balloon did not remain inflated and the procedure had to be aborted due to not having another 7mm balloon. Procedure delay until the next day. Balloon ruptured, would not hold heparin saline and contrast.